Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 3 mdrs filed for the same event. Also see: 0002242816-2013-00002/00004.

Manufacturer narrative:
A visual examination confirmed the reported event. The distal end of the probe is bent at the narrowest section of the "neck" of the instrument. Hardness testing of the returned product confirmed proper manufacturing and processing. A review of the manufacturing records indicated that there were no dimensional, functional, or material anomalies reported at inspection in 2007. The probable underlying root cause for the reported incident is excessive deflection forces leading to loss of mechanical integrity and ultimately instrument breakage during usage.

Event description:
It was reported that the instrument tip bent during use by surgeon. Patient outcome: no adverse effect reported as result of this event.